Manufacturer narrative:
Investigation summary; bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle blood leakage occurred at the junction. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2020, when the blood collection teacher used a straight needle to collect blood from the patient, the blood suddenly could not flow into the blood collection tube when the third tube of blood was collected.there is a large amount of blood leakage at the junction of the wall and the plastic, and only a second puncture can be performed with the patient. The client stated that the incident had seriously affected their work and requested a reasonable explanation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle blood leakage occurred at the junction. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, when the blood collection teacher used a straight needle to collect blood from the patient, the blood suddenly could not flow into the blood collection tube when the third tube of blood was collected. There is a large amount of blood leakage at the junction of the wall and the plastic, and only a second puncture can be performed with the patient. The client stated that the incident had seriously affected their work and requested a reasonable explanation.